Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure for hemostasis. According to the complainant, during the egd procedure, the injection gold probe was advanced down the endoscope, and positioned within the stomach to treat a gastric ulcer. However, when the physician attempted to cauterize the ulcer, the injection gold probe would not emit energy. The injection gold probe was removed from the patient. No visible damage to the device was reported. The injection gold probe was used in conjunction with a valley lab generator and an active cord. The device was not tested prior to inserting it into the patient. A second injection gold probe of the same type was used along with the same generator and active cord to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure for hemostasis. According to the complainant, during the egd procedure, the injection gold probe was advanced down the endoscope, and positioned within the stomach to treat a gastric ulcer. However, when the physician attempted to cauterize the ulcer, the injection gold probe would not emit energy. The injection gold probe was removed from the patient. No visible damage to the device was reported. The injection gold probe was used in conjunction with a valley lab generator and an active cord. The device was not tested prior to inserting it into the patient. A second injection gold probe of the same type was used along with the same generator and active cord to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The customer complaint was not confirmed, as the unit did not show any problem conducting current. Visual inspection of the igp incident device shows no anomalies. The device also passed all electrical testing.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure for hemostasis. According to the complainant, during the egd procedure, the injection gold probe was advanced down the endoscope, and positioned within the stomach to treat a gastric ulcer. However, when the physician attempted to cauterize the ulcer, the injection gold probe would not emit energy. The injection gold probe was removed from the patient. No visible damage to the device was reported. The injection gold probe was used in conjunction with a (B)(4) generator and an active cord. The device was not tested prior to inserting it into the patient. A second injection gold probe of the same type was used along with the same generator and active cord to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.